Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling."

Event description:
Patient representative alleges "[patient] began suffering pain and discomfort around the left breast implant," "[patient] was informed that the left breast implant was defective as the valve seal had failed creating a hole for the fluid to leak through" and patient has ¿injured and hurt in her health, strength and activity, sustaining injuries to her body, and shock and injury to her nervous system and person, all of which have caused and continue to cause [patient] great physical, mental and nervous pain and suffering¿. Device has been explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported devices were style 68-450 filled to ¿510¿ (overfill).

Event description:
Healthcare professional confirmed deflation and reported "the valve seal had failed creating a hole for the fluid to leak through".

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.